Event description:
The customer reported that the system would no produce fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the connections at the 5vdc output power supply. The system was tested and found to be working as intended and put back in service.